Event description:
On (B)(6) 2012, the patient contacted animas to report an elevated blood glucose reading of 500 mg/dl while he had difficulties with cycling his animas cartridge. For the past couple of days, the patient felt like he is not getting any insulin via the pump. There were no alarms in the history to flag an issue with the insulin pump delivery at the time of concern. The patient did not have any symptoms and was able to take correction insulin via syringe. The patient reportedly discontinued insulin pump therapy during the time of the call. During troubleshooting, the animas representative noted that the patient was using expired cartridge while he had difficulties with manually priming the subject pump. The product misuse was resolved with training. This complaint is being reported due to possible use error (patient used expired product) and because the patient had elevated blood glucose of 500 mg/dl while on insulin pump therapy. The pump could not be ruled out as a contributor of the reported event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.